Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and lyme disease ('lyme disease') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), lyme disease (seriousness criterion medically significant), fatigue ("fatigue") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, lyme disease, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, lyme disease, ovarian cyst and pelvic pain to be related to essure. The reporter commented: general abnormal bleeding , pelvic pain, abdominal pain, lyme diseases , fatigue, ovarian . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Previously reported event "injury to herself" updated to "general abnormal bleeding", events- "pelvic pain, abdominal pain, lyme diseases , fatigue, ovarian cyst" added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.